Manufacturer narrative:
Exemption number e2019001. The device remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Article titled, "impact of the leaflet-to-annulus index on residual mitral regurgitation in patients undergoing edge-to-edge mitral repair". [(B)(4)].

Event description:
This is being filed to report death events captured via a research article. It was reported through a research article identifying a mitraclip that may be related to death. Specific patient information is documented as unknown. Details are listed in the attached article, titled "impact of the leaflet-to-annulus index on residual mitral regurgitation in patients undergoing edge to edge mitral repair". No additional information was provided.

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
B2, b3: dates estimated. The device was not returned for analysis. A review of the lot history record could not be performed as the part number/lot number was not available. Based on the limited information available, a definitive cause for the reported death cannot be determined. The reported patient effect of death is listed in the mitraclip system instructions for use (IFU) as a known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.